Manufacturer narrative:
Date of event: dates estimated. The unique device identifier (UDI) is unknown because the part number and lot number were not provided. The device was not returned for analysis. A review of the lot history record could not be performed as the part and lot information regarding the complaint device was not provided. Based on the available information, a cause for the reported cerebrovascular accident could not be determined. The reported death appears to have been due to the reported cerebrovascular accident. The reported patient effects of cerebrovascular accident and death as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This is filed to report that four days after the mitraclip procedure, the patient died due to hemorrhagic stroke. It was reported that four days after the mitraclip procedure, the patient died due to hemorrhagic stroke. No additional information was provided.